Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the ventricular connector was cracked. The external pulse generator (epg) failed incoming testing. It was also found that the lower case and hook assembly was damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular cable housing. The epg was returned for service. There was no patient involvement.